Event description:
The subject device was used during a bilateral salpingo-oophorectomy. After about 125 minutes use, the device failed to dissect the round ligament. Then, the probe was broken outside the pt when user cleaned the device. The procedure was completed with another thunderbeat device. There was no pt injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for eval. This will be supplemented if device eval becomes available.